Manufacturer narrative:
Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
A (B)(6) old male with spinal cord trauma was implanted with a malleable device on (B)(6) 2006. On (B)(6) 2010, the malleable device was removed and an ipp device was implanted reason was not provided. Ams has requested additional information.